Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead alerted for a low impedance on the lv1 to rv coil vector. The lv lead had been reprogrammed to the lv1 to lv2 vector but the lead continued to exhibited low, varying and decreasing impedances. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise due to electromagnetic interference (emi) oversensing. The source of the emi could not be determined. The ra lead also exhibited decreasing impedance and p-wave amplitude. The patient alerts were switched off for the cardiac resynchronization therapy defibrillator (crt-d) system and the crt-d system remains in use. The system will be re-evaluated once it is stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead micro-dislodged.